Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis itec preloaded monofocal intraocular lens (model pcb00, +21.5 diopter) had a trailing haptic that was missing as lens exited injector. Surgeon removed the lens from eye by cutting with weser. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/9/2018. Device returned to manufacturer? Yes. Device evaluation: the returned pcb00 device was received in the packaging box. The plunger was in completely advanced position and locked. The pcb00 device was observed under microscope and a very scarce amount of lubricant residues were observed inside the device. The lens was received out of the pcb00 device, on the pcb00 cap. The lens was observed under microscope and it was received with a detached haptic and with part of the lens edge broken. This condition could be related to an extra force performed during the lens delivery due to the scarce amount of lubricant used. Dfu (direction for use) states to insert the ophthalmic viscosurgical device (ovd) cannula into the tip of the protective cap and completely fill the viewing window with ovd. The complaint was verified; however, it could not be related to the manufacturing process since it is handled and used. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that one other complaint have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.